Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 mesh removal was scheduled but the patient canceled the procedure stating that the mesh is really not causing her pain or discomfort and she does not want to deal with it. It was reported that on (B)(6) 2012 the patient underwent mesh excision due to exposure and erosion. It was reported that the patient experienced a vaginal bulge post implantation, pelvic pressure, continued urinary leakage, and painful intercourse. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui, and pop. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and monarch sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.